Event description:
It has been reported to philips that there was no display or power to both touchscreen modules - the system would not power on at all. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to both touch screen module. Upon functional testing fse identified fan tray under pdu was defective. The fse replaced the fan tray under pdu unit. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.